Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: film found on the insufflation tubing. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be standard discoloration, extreme shipping or storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that foreign material found inside the sterile packaging.